Manufacturer narrative:
H3) the ssd was returned for analysis. Functional testing determined that the component was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) a software analysis was initiated. Analysis found that the behavior was consistent with a known software anomaly in the medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9 736356, serial/lot #: unknown. The representative went to the site to preform a system check out. It was noted that there were parts replaced and the system preformed as intended work order name: wo00816949 analysis summary text: demo/eval unit: false hardware, p/f: pass instruments, p/f: pass record type, nav system checkout (closed) self test: n/a software p/f: pass status: completed does the system perform as intended? Yes. Visually inspected parts prior to instal: pass was stealth autoguide involved?: no. Were hardware parts replaced?: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the manufacturer representative was testing the system after an ssd upgrade to os (B)(6) in an em procedure demo when the screen went blue and an internal error code 64 was displayed. It was noted that the system was not rebooted and a new ssd was requested. There was no patient pre sent or delay. Additional information noted that they stopped navigating and were about to shut down the navigation system and the screen went blue before the button was for about 5 seconds after that the screen turned black and said code 64. The only other time the issue was observed the ssd was corrupt. After replacing the ssd this time it remained on for several hours, so it seems to be ok.